Event description:
The customer reported that the live video went black and the technique went to max. There was image displayed on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced a remanufactured non-OEM xray tube then removed and replaced the snubber pcb. He calibrated the generator in accordance with MFR instructions and performed a filament calibrations. He removed the replaced the fluoro functions pcb and collimator assembly. He reloaded the calibration data and calibrated the collimator in accordance with MFR instructions. The system operates as intended.